Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had failed and the latch was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 did not close because the black plastic piece on the chassis that stops the release arm had broken off. The field service engineer found the release arm stopper broken, replaced the chassis, and successfully passed the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer had failed and the latch was broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.